Event description:
It was reported that the customer received an unexpected restart alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected alarms were noted. The insulin pump was received missing the end cap sticker and with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a corroded battery tube.